Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with lumbar degenerative spondylolisthesis underwent posterior lumbar interbody fusion (intermuscular approach) at l4/5. Intra-op,the set screw in l5 idly rotated in final tightening. Three set screws were used as replacement, but all of them couldn¿t be tightened, either. So the screw was replaced with new one. No patient complications were reported. Surgeon commented that the set screw may have not completely reached spinal rod (i.e. The rod may have not been fully caught in the screw head).

Manufacturer narrative:
Additional information: product analysis :unable to replicate customer concern; functional evaluation with a sample mas found the implant able to be fully engaged into the mas head. The implant appears to be capable of performing its intended function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.